Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion due to back/leg pain. On an unknown date, post-op, the implanted pedicle screw broke. Hence, a revision surgery was planned to be performed on (B)(6) 2020; however, it is unknown if the surgery has been performed yet or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, lumbar fusion was performed on l4-iliac levels of spine. A revision surgery was performed on (B)(6) 2020 due to screw breakage. No fragment of the broken screw remained inside the patient. It is unknown if there were any patient complications after the revision surgery. The explanted screw was discarded.